Event description:
It was reported to boston scientific corporation that a rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while unpacking the rx cannula no issues were noted. However, it was noted that the distal tip was damaged after the device was advanced through the endoscope. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of damaged tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while unpacking the rx cannula no issues were noted. However, it was noted that the distal tip was damaged after the device was advanced through the endoscope. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the blue paint band at the distal tip and proximal green paint band were slightly peeled/flaked. Although there was peeling, the paint bands still met the required manufacturing specifications. The tip of the device was not found to be damaged, only slight paint peeling present. Based on the investigation results which confirmed that the tip was not damaged, this is no longer considered a reportable event.